Event description:
It was reported that this right ventricular (rv) lead exhibited an intermittent high out of range shock impedance measurements. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior and recommended evaluation options. Ts indicated that this behavior could be indicative of calcification but was not conclusive. This rv lead remains in service. No adverse patient effects were reported.